Event description:
Ratcheting mechanism broke on straight saw blade attachment. Case type: tka.

Manufacturer narrative:
"Reported issue: ratcheting mechanism broke on straight saw blade attachment case type: tka. Product history review: a review of device history records shows that on 11/01/17 50 devices were inspected and 11 devices were placed on: qt17-11-0001. A review of the data revealed that the non-conformances are not related to the failure alleged in this complaint. Complaint history review a review of complaints related to p/n 212186, lot number 3502246 shows no additional complaint(s) related to the failure in this investigation. Tracking of complaints related to p/n 212480 will be tracked through trend request number 1191. Visual inspection: visual inspection could not be performed because the product was not returned. Dimensional inspection: dimensional inspection could not be performed because the product was not returned. Material analysis: material analysis could not be performed because the product was not returned. Nc/CAPA history review: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event. Conclusion: the failure mode could not be confirmed because the part was not returned. If device and/or additional information become available, this investigation will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Ratcheting mechanism broke on straight saw blade attachment. Case type: tka.